Event description:
It was reported that the ventilator shut off and would not turn back on while connected to the patient. It is unknown if the ventilator alarmed when the reported problem occurred. The patient was transported to the hospital. At the time of the incident, the ventilator was connected to an electrical extension cord from a neighboring house. The dealer reported that the ventilator passed a functional test.

Manufacturer narrative:
Na